Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe hub separated from the device. The following was translated from japanese to english: this is a complaint about needle stuck inside the cap and came off. Customer reported that the needle stuck inside the cap with one low dose and came off.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe hub separated from the device. The following was translated from japanese to english: this is a complaint about needle stuck inside the cap and came off. Customer reported that the needle stuck inside the cap with one low dose and came off.

Manufacturer narrative:
The following fields were updated due to additional information: d3: medical device manufacturer bd medical - diabetes care d4. Medical device lot #: 3037902 d4. Medical device expiration date: 29feb2028. H4. Device manufacture date: 06feb2023. G1: manufacturing location bd medical - diabetes care d9: device available for eval yes. D9: returned to manufacturer on: 27feb2024. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe hub separated from the device. The following was translated from japanese to english: this is a complaint about needle stuck inside the cap and came off. Customer reported that the needle stuck inside the cap with one low dose and came off.